Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used by the customer. Reportedly, the customer loaded a new cartridge onto the pump.